Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no anomalies were detected during device history record review. No ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: per the technique guide, the inserter for titanium elastic nails is a tool routinely used to insert nails in the titanium elastic nail system. The 359.219, lot 3121438 inserter for titanium elastic nails was received intact. The device shows excessive hammering and damage to the distal end of the device in addition to hammer marks on the proximal end. The device was manufactured in march 2009 and is five years old. The device was returned and reported to be no longer functioning. This condition is confirmed; the device is stuck in the closed position and will not open. It is likely that excessive hammering on the distal portion of the device caused damage to the inserter and now prevents it from opening and closing. The drawing number was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that excessive hammering and abuse led to this confirmed complaint, however this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during the removal of hardware of the right femur made it a difficult procedure because an inserter for the elastic nail was no longer functioning properly. There was no patient harm or delay in surgery. This is report 1 of 1 for (B)(4).